Event description:
It was reported per field service report: symptom - staff noticed that the balloon pump was not pumping and in the "pump off" mode. As a result, the pump was exchanged off the pt. Findings/action taken: biomed could not duplicate the problem. They ran the pump for two days without problems and then returned it to service.

Manufacturer narrative:
(B) (4). Product will not be returned for evaluation.